Manufacturer narrative:
No button error alarm noted during testing. Unit had intermittent buttons response due to flattened (creased) up button dome switch. No unlocked j2/lcd keypad connector noted. The reservoir tube lip was partially broken off but the test reservoir locked in place properly. (B)(4).

Event description:
Customer reported via phone call that the up and down arrow key are hard to press. Customer's blood glucose level was unknown at the time of incident. Customer stated that the lip ring was broken but reservoir was able to lock in place when inserted in the insulin pump. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.